Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue from processing runs in both retort a and b. The complainant described the affected samples as "...over processed brittle tissue with nucleus damaged." The complainant advised that no error codes had been displayed during the affected processing runs; and that a possible "reagent issue" was suspected. The sub-optimal tissue processing reported by the complainant is derived from the "12 hour xylene" protocol started in retort b at 16:31 pm on (B)(6) 2015; the "factory 8 hr xylene standard" protocol started in retort a at 15:46 pm on (B)(6) 2015 and the "12 hour xylene" protocol started in retort b at 16:59 pm on (B)(6) 2015. These protocols comprised 99%; 126 and 38 cassettes respectively, based on data entered into the instrument software by the user. Information as to whether the tissue samples exhibiting sub-optimal tissue processing were diagnosable, and clarification as to whether re-biopsy of a patient(s) is required has not been received by leica biosystems, despite several requests being made to the laboratory.

Manufacturer narrative:
Bottle 4 (ethanol) was removed from the instrument for 5 seconds at 16:30 pm on (B)(6) 2015 in response to information displayed in association with an error code indicating that a protocol could not be scheduled, because none of the bottles designated for ethanol contained reagent which satisfied the concentration requirement for use as the final reagent. This period of time is not sufficient to replace the reagent. The properties of the corresponding reagent station were reset, which set the concentration to the default value of 100% configured in the reagent types definitions, and reset the number of cassettes and te number of cycles and days to zero. However, the actual concentration of the reagent in bottle 4 remained unchanged at 65%, because the reagent had not been replaced. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocols. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual.